Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Manufacturer provided proper testing tips. Device will be returned for evaluation. Investigation is pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: in early 2009 - 1.8 inratio inr vs lab = >7.5. On the same day - 3.3 inratio inr vs lab >6.0. Pt was given vitamin k.